Event description:
The customer reported that the probe on the ortho provue analyzer leaked fluid, resulting in reagent and sample contamination. No error codes were posted by the analyzer. Testing was aborted and no erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results, which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer arrived on site and replaced the cavro dilutor, syringe and wash station due to a crack in the block. The fe also replaced the treader foot and pressure regulator. The performed volume verification for 10, 25, and 50 ml. All volumes passed. The replaced components and repairs have returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.